Manufacturer narrative:
Concomitant medical products: 5568, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing of noise and elevated sensing integrity counter (sic). The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.